Event description:
It was reported that this pacemaker had an alert on latitude. Technical services (ts) was consulted and reviewed stored data. Ts discussed how the pacemakers therapy history had been deleted and had its estimated remaining battery longevity change from 1 year to 11 years. The pacemaker entered safety mode. The patient was noted to be in bradycardia. Subsequently, this pacemaker was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker had an alert on latitude. Technical services (ts) was consulted and reviewed stored data. Ts discussed how the pacemakers therapy history had been deleted and had its estimated remaining battery longevity change from 1 year to 11 years. The pacemaker entered safety mode. The patient was noted to be in bradycardia. Subsequently, this pacemaker was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Corrected fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this pacemaker had an alert on latitude. Technical services (ts) was consulted and reviewed stored data. Ts discussed how the pacemakers therapy history had been deleted and had its estimated remaining battery longevity change from 1 year to 11 years. The pacemaker entered safety mode. The patient was noted to be in bradycardia. Subsequently, this pacemaker was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.